Event description:
On (B)(6), 2010, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that her onetouch ultra2 meter would not power on. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged power issue began on (B)(6), 2010. The patient informed the csr that she manages her diabetes with oral medications. Despite the alleged issue, the patient denied making any changes to her usual diabetes regimen. On the afternoon of (B)(6), 2010, the patient claimed she felt dizzy, very thirsty and developed a headache; symptoms she associated with a high blood glucose. The patient denied receiving medical treatment. At the time of troubleshooting, the csr confirmed that the patient had replaced the subject meter's batteries as recommended in the owner's booklet. The alleged power issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of hyperglycemia after the alleged meter issue began.

Manufacturer narrative:
The device was received and inspected under 10x magnification. Results showed one distorted haptic. In follow-up with the account the reporter stated the intraocular lens did not cause the event, patient had a weak capsular bag. Will continue to monitor and trend all reports.

Event description:
A nurse reported the patient's posterior capsular bag tore after implantation of the intraocular lens(iol). The incision was enlarged, the iol removed and replaced with an alternate lens without further complication.

Manufacturer narrative:
The intraocular lens (iol) has not been received for analysis. The lens met all manufacturing specifidatiions prior to release. An update will be sent following receipt and analysis of the lens. Iol not received.